Manufacturer narrative:
(B)(4). Upon visual inspection it is confirmed that the spikes have fractured off the device. There are gouges on the distal end of the handle. There are heavy scratches and marks on the locking knob. The device shows a lot of general wear from use. The device history records were reviewed and found to be conforming. This device was used for treatment. This instrument was manufactured in jan 26, 2007 and has a potential field age of 8 years; however, the frequency and manner of use remain unknown. The most likely cause of failure is normal wear and tear in the form of hospital processing (repeated cleaning, autoclave cycles and incidental handling damage) over the potential field age of the device. Based on the device history records and a review of the returned device, it can be concluded that the damage was attributed to normal wear and tear from use in the field and that the device has exceeded its useful life. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the distal spike of the alignment guide broke while impacting.